Manufacturer narrative:
The customer returned both of their glidescope core monitors and one of their glidescope core quickconnect cables. No issue was found with either glidescope core monitor. The glidescope core quickconnect cable functioned as intended. The customer reported that one of their glidescope core quickconnect cables was missing. The customer disposed of the glidescope bflex 5.0 single-use bronchoscope. Verathon continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
The customer reported that during an emergency percutaneous tracheostomy, using a glidescope core monitor, a glidescope core quickconnect cable and a glidescope bflex 5.0 single-use bronchoscope, the connection kept going in and out with a prompt on the screen to "plug in a device" even though the bflex bronchoscope was connected. This happened several times and required the medical team to "abandon" the core system and get an unspecified backup device to finish the procedure. No delay in the procedure or harm to the patient or user was reported.